Manufacturer narrative:
Initial reporter occupation: clinical director. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the blade included in the wayne pneumothorax tray broke off during a chest tube insertion. The blade broke in half during the procedure and was left in the patient. After completion of the procedure, the patient was advised of the product breaking and the requirement for an additional procedure to remove the portion of blade left behind. The blade was completely removed from the patient. The device will not be returned for evaluation, as the facility has chosen to keep the blade.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) hospital, reported that the scalpel blade from a wayne pneumothorax tray broke off during a procedure. The complaint device was reported to be a wayne pneumothorax tray (rpn: c-utpty-1400-wayne-112497-imh, lot number unknown). On (B)(6) 2020 the blade of the scalpel broke in half during a chest tube insertion. The patient was advised that the product broke and would require a surgery for removal. The procedure to place the chest tube was completed. The broken scalpel blade was removed from the patient in an additional procedure. A review of the documentation including the complaint history, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) found that the risks of this device are acceptable when weighed against the benefits. A review of the device history record (DHR) could not be conducted due to lack of lot information from the facility. Review of the sales records to the user facility over three years prior to the date cook was informed (01jan2018 ¿ 11feb2021) could not sufficiently narrow down the lot number. Since potential nonconformances or other complaints from the device¿s lot could not be confirmed, there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information related to the reported failure mode: how supplied upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, IFU, and dhf suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. It is possible that excessive force was used when using the scalpel, and/or that the scalpel contacted tortuous anatomy, contributing to the reported damage. However, these possibilities cannot be confirmed. Based on the information provided, no returned product and the results of our investigation, it was concluded that the cause of the event was due to a component failure without design or manufacturing deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.